Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer.

Event description:
Information was received from a trial patient. It was reported that poor communication was seen on the patient programmer. There was intermittent poor communication with the patient programmer when trying to connect to an unknown external neurostimulator (ens). The issues started on (B)(6) 2016. The trial was scheduled to end on (B)(6) 2016. A phone call with the patient on (B)(6) 2016 reported that the patient had tried to use the manufacturer representative's patient programmer but that had not worked either. The trial had ended that morning and they had learned the lead wire had pulled out. That is why they could not make any changes. The patient stated that they needed to go and therefore the serial number was not obtained. There were no patient symptoms reported.